Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger product ID 97745, serial# (B)(6): product type programmer, patient product ID 97755, serial# (B)(6): product type recharger product ID 97745, serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the ins was explanted on 2024 and was discarded. The device would not be replaced. The patient noted their reason to have the implant was to eliminate or relieve the nerve pain in their right leg so they could continue to walk but that never happened. The patient had it since 2019.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states they are removing the pt's ins electively as the pt has not had benefit from their system per caller's understanding. Caller does not know when this started. Caller notes trying to reach mdt rep but did not get in touch. Caller states pt does not have a managing doc, dr fritz was managing but retired. Caller states a dr crabtree will be removing the system. Caller seeking to get in touch with local rep for product to remove system.